Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronically total occluded target lesion was located in the moderately tortuous and moderately calcified iliac artery. After stent placement, a 8.0 x 40, 75 cm mustang¿ balloon catheter was advanced to post dilate the lesion. However, during first inflation, the balloon ruptured with pinhole. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.